Event description:
The customer returned the ultrasound bronchofibervideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed the mouth guard piece for endoscopy popped open. The service repair technician indicated that the most likely cause of the popped opened mouth guard piece was due to a stress problem. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a stress problem was identified. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.